Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient sometimes experienced bleeding upon insertion of the intermittent catheter. Customer also stated that they thought it might be due to the way the catheters were packaged because they were kinked in the box. No medical intervention was reported. Per follow-up information received on (B)(6) 2023, it was reported that the catheters were jammed tightly in the packaging and caused them to be twisted and bent. Customer had to rotate the tube to align the catheter to be able to use it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient sometimes experienced bleeding upon insertion of the intermittent catheter. Customer also stated that they thought it might be due to the way the catheters were packaged because they were kinked in the box. No medical intervention was reported. Per follow-up information received on 20nov2023, it was reported that the catheters were jammed tightly in the packaging and caused them to be twisted and bent. Customer had to rotate the tube to align the catheter to be able to use it.